Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported during the creation of the flap, the canal pinched off and the gas and bi-product shot up and created a bubble at the hinge. When the surgeon attempted to lift the area, it would not lift; superior flap. He then completed treatment without incident. The energy and ablation check was performed and it was within normal limits. Additional information has been requested.